Event description:
It was reported that during a revision procedure, the physician opted to surgically abandon this right atrial (ra) lead due to a product performance anomaly. The ra lead was successfully replaced with new device. No additional adverse patient effects were reported.